Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "ketoacidosis, loss of consciousness, vomiting, dehydration, 800 sugar," a seizure, and was unable to provide self-treatment. The customer had contact with both a non-healthcare professional (non-hcp) and a healthcare professional (hcp) who obtained a laboratory result of 800 mg/dl and provided unspecified treatment for the diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.